Event description:
The customer reported that this unit had a black screen with error 1000 and also a buzzing noise.

Manufacturer narrative:
The customer reported that this unit had a black screen with error 1000, and also a buzzing noise. The customer's biomedical engineer stated that he replaced the power pca which resolved the malfunction.